Event description:
A user facility registered nurse (rn) reported to technical support that a 2008t machine had a blood leak alarm. Upon follow-up, the rn stated blood loss was checked with the strip and was positive. The patient's blood could not be returned. The patient was reportedly fine afterwards. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to technical support that a 2008t machine had a blood leak alarm. Upon follow-up, the rn stated blood loss was checked with the strip and was positive. The patient's blood could not be returned. The patient was reportedly fine afterwards. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: reported complaint not confirmed. Complaint device not returned. Sap delivery search performed to identify all lot numbers with reported catalog number shipped to complainant three months prior to occurrence date. 23 lot numbers delivered to complainant in this time period, and lot history review performed on each identified lot. Nine lots had one to multiple complaints reported against them. Lot 23cu06006 had three complaints addressing internal dialyzer blood leak (one confirmed with a photograph and two no samples). Lot 23cu06012 had one complaint addressing internal dialyzer blood leak (confirmed fiber leak with a sample). Lot 23cu06016 had one complaint addressing internal dialyzer blood leak (confirmed fiber leak with a sample). Lot 23du01001 had one complaint addressing internal dialyzer blood leak (no sample). 23bu01012 had three complaints addressing internal blood leaks (one confirmed delam with sample, two no samples). 23bu05005 had four complaint addressing blood leaks, two internal and two external (one confirmed fiber leak, one unconfirmed with sample, two no samples). 23du07003 had three complaints addressing internal blood leaks (one confirmed delam with sample and two no samples). Lot 23bu04009 had one complaint addressing an internal blood leak (no sample). Lot 23eu04016 had two complaints; one addresses an external leak (no sample) and a clotting event (no sample). The production record for each lot identified on the patient¿s sap delivery search was reviewed. Multiple lots had an approved temporary dn noted during production and one lot (23du06005) had one nc (1371199: string flash found on the port), unrelated to the current event. There was no other indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. No recall associated with complaint. Definitive conclusion regarding complaint incident cannot be reached without physical examination of actual device.